Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed the reported anomaly. The insulation adjacent to the sealing rings and the connector boot adjacent to the sealing rings were out of specification.

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generators header. The lead was no longer used and replaced.